Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, it was decontaminated and visually inspected with no concerns identified. A leak test was performed, and leakage was observed at the bonded joint for chamber and patient connector tubing. The photograph was evaluated with no issues identified. The reported concern was confirmed. An operator is responsible of bonding the joints with solvent. The root cause of the reported issue is not enough solvent was used. Five retains from the reported lot number were tested and passed per specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: streamline blood leak from connection under venous chamber. Detailed inquiry description: there was a very slow blood leak from the connection under the venous chamber during treatment. No injury reported.